Event description:
It was reported that during an unk procedure, after the surgeon fired the device, the jaw could not be opened. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.